Event description:
The customer reported that they had questionable results for twenty five patient samples tested for albumin bcg method (albumin). Of the twenty five patient samples, the customer provided results for ten patient samples. All ten patient samples were found to have erroneous results. All initial results were reported outside of the laboratory. A floor nurse questioned the high initial albumin results which caused the customer to pull and repeat the albumins. All repeat results were considered to be correct and corrected reports were issued for the repeats of all 25 patient samples. Sample one initially resulted as 6.47 g/dl and repeated as 3.63 g/dl. Sample two initially resulted as 6.69 g/dl and repeated as 4.49 g/dl. Sample three initially resulted as 6.40 g/dl and repeated as 3.93 g/dl. Sample four initially resulted as 6.59 g/dl and repeated as 2.99 g/dl. Sample five initially resulted as 6.66 g/dl and repeated as 3.69 g/dl. Sample six initially resulted as 6.54 g/dl and repeated as 3.66 g/dl. Sample seven initially resulted as 6.52 g/dl and repeated as 3.78 g/dl. Sample eight initially resulted as 6.52 g/dl and repeated as 3.18 g/dl. Sample nine initially resulted as 6.38 g/dl and repeated as 3.97 g/dl. Sample ten initially resulted as 6.67 g/dl and repeated as 3.82 g/dl. The patients were not adversely affected by the event. The analyzer was an analytical p module with serial number (B)(4). The customer declined a service visit and stated that the reagent bottle had what appeared to be plastic pieces throughout the entire bottle.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. Investigations conclude that there is no evidence connecting the plastic particles in the bottle and the observed discrepant results. No reagent nor packaging abnormality is responsible for the observed outliers. The issue could not be reproduced. There is no general issue at the customer site and the problem did not recur after reagent bottle change.